Manufacturer narrative:
A ge service representative performed an investigation. The customer is on credit hold and no service was provided. The customer cancelled the service call. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported a 9600 system "charger failed" error message. No patient injury was reported.